Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No data was available to view in the share log. Confirmation of the complaint was undetermined via product evaluation. The root was not be determined via product evaluation.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm. The patient stated on the afternoon of (B)(6) 2018, they were working as a nurse at an endocrinology office when they experienced a low glucose event. The patient stated the she was not alerted by the dexcom due to inaccurate readings. The patient stated being under work stress and treated herself for a high with insulin and sometime after, she began sweating profusely and having difficulty speaking. Her coworkers noticed she was incoherent and assisted her by sitting her down. They helped her treat her low by giving her juice and glucose gel. When a finger stick was performed, the patient¿s bg was 35 mg/dl, compared the cgm that was displaying a higher value. The patient¿s coworkers monitored the patient¿s bg levels that quickly were brought back up after treating the patient. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
(B)(4). Report submitted in error. Please see MFR 3004753838-2017-112063, follow-up number 001.